Manufacturer narrative:
Results of investigation: the carefusion failure analysis laboratory received the suspect main printed circuit board assembly for investigation. An investigation was performed and identified the root cause of the reported issue was due to degraded transducer within the assembly (pt 802). The pt 802 component's measured differential voltage is outside of manufacturer specifications. This issue will be internally investigated within carefusion.

Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The suspect device was returned to carefusion factory service for evaluation and repair. Factory service reported being able to duplicate the reported event and determined the most likely cause of the event is the main printed circuit board assembly (pcba). Factory service reported the exhalation transducer failed calibration testing. The main pcba was replaced and the device was tested and sent back to the customer operating to manufacturer specifications. The main pcba has been sent to carefusion's failure analysis department for further investigation. Upon completion of the final investigation, a supplemental report will be submitted.

Event description:
The customer reported while using the vela ventilator; the unit came to the biomed shop with a note saying inoperable. The customer reported the unit displays a transducer fault alarm. At this time, it is unknown whether or not there was any patient involvement associated with the event.